Event description:
A customer reported experiencing cartridge alarm 20, which interrupted insulin delivery as they were unable to successfully load a cartridge even after assistance. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. To resolve the issue, tandem technical support planned to send the customer a replacement pump equipped with updated software, and provided guidance on completing necessary training. The customer acknowledged the instructions for returning the problematic pump and understood the steps required to use the new pump.